Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer stated that the button got stuck when customer doing the insulin pump programming. The insulin pump will be returned for analysis.